Event description:
It was reported that the pump experienced a malfunction identified as "malf 15." There was no adverse impact to the customer¿s blood glucose level. The customer was unable to complete a pump reset and planned to call back with the necessary charger and cartridge supplies, after receiving pump reset information from technical support. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.